Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient having backup battery use count increases was confirmed via analysis of the submitted log file. The heartmate 3 system controller was not returned. The submitted controller periodic log file contained data spanning approximately 54.5 days (08aug2023 ¿ 02oct2023 per the timestamp). The log file captured atypical backup battery use count increases between the events of (08aug2023 at 17:11:12) at 43 uses and (22sep2023 at 9:59:34) at 47 uses. There were not any no external power alarms captured in the periodic log file. The periodic log file only collects data at specified time intervals rather than upon the detection of an event; therefore, the exact time that the backup battery usage count increased and the initial conditions that caused the usage count to increase cannot be determined from this log file. Pump speed was not affected by the usage increases. Multiple attempts were made to obtain additional information about the reported event such as the serial number of the heartmate 3 system controller if a cause of the alarms was determined, if the alarms resolved, and if any products will be returning to abbott; however, no response was given. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power alarm conditions, power cable disconnect alarm conditions, backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. This section also explains how to properly use the mpu and the actions to take in the event of a power failure. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 model number: corrected. Section d4 catalog number: corrected. Section d4 serial number: corrected. Section d4 lot number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had backup battery (ebb) use count increases, as well as no external power alarms noted. The log also contained some internal ebb circuit faults as well as battery rsoc invalid faults.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.